Event description:
It was reported that during a davinci assisted surgical procedure, the 30 degree endoscope plus had an error message came on the screen that visibility may be affected. The camera was not switching orientation when turned, but was switching from left to right eye. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation not reported by site: the endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack button r/l of the button pack assembly. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope cable integrated connector was visually inspected and found with the pca board exhibited missing electrical contact. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cab integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone b in the middle 1/3 of the endoscope cable. The complaint was confirmed by failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing. The probable root cause is attributed to component susceptibility to increased friction. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.